Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Device was returned due to deceased patient. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.

Manufacturer narrative:
Correction: previous supplemental MDR, MDR-2025-30665-01, should have had awareness date of 5 dec 2025, not 23 jun 2025.